Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion field service representative (fsr) went on site to evaluate the unit and was able to verify the customer's reported issue. The service technician turned on the unit and it failed to power on appropriately. Approximately 5 minutes later, the unit powered on by itself. The service technician dissembled the unit, wiggled the cable to the ac on-off switch, and found that it appeared burned. The power switch was replaced and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that vela ventilator would not power up. The customer confirmed there was no patient involvement associated with the reported issue. During on site evaluation, it was determined that the power switch was burned.